Event description:
Medtronic received information that prior to use of a bio-medicus cannula, the customer reported that a defect was noted at the cannula connection site when the scrub nurse opened the cannula. There was no sign or defect on the device package. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional information from the sales rep: the defect was observed as soon as the package was opened by the scrub nurse. There was nothing used prior to the observation. I packed the cannula and introducer together after the defect was observed, and as I was present, there was no use of the cannula, and nothing done, just unpacking.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the introducer was inserted into the cannula body without the hemostasis cap. Additional visual inspection shows evidence of damage/cracks at the introducer/connector interface. Reason for return was confirmed. Conclusion: after investigation at medtronic, complaint is confirmed for damage to the cannula body connector. It is unknown what may have caused this occurrence, however, based on the product analysis, the introducer was installed on the the cannula body without the hemostasis cap. If the introducer is forced into the cannula connector without the hemostasis cap, it will likely cause the damage observed. Based on the product analysis, this complaint is likely the result of a use-related issue. The device history record could not be reviewed as no lot number was provided. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.